Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion s to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported the pt is no longer feeling stimulation, and the ipg can no longer be located by the charger or the programmer. A new charger was sent to the pt. It was reported the charger did not resolve the issue. The pt reported having to charge the ipg more frequently before the ipg became nonresponsive. Follow up revealed a replacement is to be scheduled.